Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level from 300 mg/dl to 400 mg/dl. The customer also stated that they received air bubbles in the reservoir. The size of air bubble was multiple pea size. Troubleshooting was declined by the customer for high blood glucose level. The product will not be returned for analysis.